Event description:
Boston scientific received information that the patient with this device system developed lung cancer and this pacing system was moved from the patient's left pectoral area to the right pectoral area while the patient underwent radiation treatment. Upon completion of the radiation treatments, the system was moved back to the patient's left side. The left pocket then appeared infected, so the physician opted to open the pocket and debrided the wound area. The device was placed in a parsonette pouch and placed back in the pocket. At this time, the device system remains in service. No additional adverse patient effects have been reported. Subsequent information has been received that this device system was explanted due the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.